Manufacturer narrative:
(B5) revised description. (D6b) event resolved by revision. Explanted date added: (B)(6) 2023.

Event description:
It was reported via clinical study, that approximately 2 years postop the initial implant, this 58 yo female patient was revised due to instability / subluxation. Patient developed instability following their reverse total shoulder. The patient¿s outcome was resolved on (B)(6) 2023. The case report form indicates this event is unlikely related to device and definitely related to procedure. Devices will not be returned.

Event description:
It was reported via clinical study, that approximately 2 years postop the initial implant, this 58 yo female patient was revised due to instability / subluxation. Patient developed instability following their reverse total shoulder. The patient¿s outcome was last known as continuing. The case report form indicates this event is unlikely related to device and definitely related to procedure. Devices will not be returned.

Manufacturer narrative:
D10.concomitants: serial number item number and full description: (B)(6), 300-01-10 - equinoxe humeral stem primary press fit 10mm. (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-31-36 - glenosphere, 36mm. (B)(6), 320-35-02 - small superior augment glenoid plate. (B)(6), 531-20-00 - shldr gps rvrs drill kit. (B)(6), 531-78-20 - shouldr gps hex pins kit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.